Manufacturer narrative:
The battery was returned to heartware for evaluation. The returned battery passed all visual and functional tests when tested with the test-bed equipment. Various tests were performed, but there was no evidence of any conditions that would have caused or contributed to the reported event. This is one of four reports (3007042319-2014-00177, -2014-00693, -2014-00694 and -2014-00695) submitted for devices related to the same event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient who experienced problems with his batteries thirty-nine (39) months post heartware lvad implantation. The report received indicated that when the patient was going to the bathroom at night, he experienced a change of power source in the controller earlier than expected and a pump stop. He lost consciousness for a short moment. When he woke up, the pump was running normally. Preliminary log files review showed a pump stop. The batteries were removed from the patient and a new set was supplied. The product will be returned for further analysis. The investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that a patient was experiencing power switching and subsequently resulted in a vad stop. The patient lost consciousness as a result of the reported event but was stable after the pump operation resumed. Six (6) batteries were exchanged by the facility and returned to the manufacturer. Three (3) of the six (6) batteries did not reveal any failures. Three (3) of the six (6) batteries revealed signs of battery depletion. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of six reports 3007042319-2014-00693, 3007042319-2014-00694, 3007042319-2014-00695, 3007042319-2014-00177, 3007042319-2015-03449 and 3007042319-2015-03450 submitted for devices related to the same event.